Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary cubies were not detected on bus. As per the customer's statement, 60% of drawers did not register on the storage config (drawer setting) screen. Inventory medications then result in failure and recovery of cubies. 2 medications (amlodipine 2.5mg and varenicline 0.5mg) are still unable to be accessed from the machine and were not registered that they were even on the server. Additionally, there is 1 pocket that is empty and that is also not detectable on the bus. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubies were not detected on bus. A field service engineer removed debris from the back, reseated the cable and taped the edges to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.